Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the device had the unidentified device error during the leak down test was identified and no fault was found. The tech support remoted in, verified device information, refreshed asm, and completed pm successfully. Device passed pm and was returned to service. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8300 had the unidentified device error when attempting to perform the leak down test. There was no patient involvement.